Event description:
Caller reported experiencing a blood glucose level of 707 mg/dl at 7 pm, bolus calculator calculated 7 units of insulin; patient administered the units via the calculator. Caller stated around 7:45 pm patient experienced a blood glucose level of 702 mg/dl, and administered 7 units of insulin via the pump. Caller reported the patient stopped the pump and changed the infusion set and cartridge; administered 0.1 units of insulin via the pump. Caller stated around 8:15 pm patient's blood glucose level was 692 mg/dl and patient administered 7 units of insulin via the pump. Caller reported patient felt bad at 9:30 pm and called his brother; became unconscious. Caller stated patient's brother administered glucagon via a syringe and called the emergency doctor. Caller reported patient's blood glucose level was 7 mg/dl; doctor injected him with 8 mg glucose IV x two. Caller stated a second emergency doctor was called who performed cardiac fibrillation, administered 8 mg glucose IV and then reanimated the patient. Patient was admitted to the hospital for stationary treatment from (B)(6) 2014. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The pump has not been returned yet. The meter is the returned product.